Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of migration (11mm) of the vela suprarenal extension (cuff). The most likely cause of the caudal cuff migration was the aortic remodeling. The most likely cause of the occluded right internal iliac artery was the concomitant use with products outside the IFU. To date there has been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on 04/23/2018 for a pervious report event, clinical was able to find substantial evidence to support the following additional finding of migration (11mm) of the vela suprarenal extension (cuff). Previous reported event detail- (2031527-2018-00139) on (B)(6) 2015, the patient was initially implanted with a bifurcated stent, two (2) suprarenal extension and three (3) limb extensions. On 02/02/2018, endologix was made aware of a type 3a endoleak with limb separation. On (B)(6) 2018, the physician elected to implant three (3) 22x45 ovation extension to successfully bridge the separation. There have been no additional patient sequelae reported.